Event description:
It was reported that the patient received inappropriate therapy due to noise caused by emi from cautery. The patient was being operated in the or for neck surgery. The patient is in recovery and will continue to be monitored. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.